Event description:
It was reported the pump was replaced for normal battery depletion. The pump was at end of service (eos). The event required hospitalization. The patient was brought to the hospital with symptoms of a possible infection and possible withdrawal of baclofen. The logs were checked. Telemetry showed that eos had occurred on (B)(6) 2014. The patient was then taken to have the pump replaced. There was an infection. A culture was taken of cerebrospinal fluid (csf) and blood. The organism cultured was not specified. Antibiotic treatment was necessary. The patient also had increased spasticity. The location of the issue was described as ¿systemic.¿ the product issue was resolved and the cause of the issue (pump at eos) was determined. The system was being used to deliver lioresal. It was later reported that no infection was found and the patient was getting effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11012r35, implanted: (B)(6) 2002, product type: catheter. (B)(4).